Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2009-02323 for hospitalization notes under the transmitter.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 90 mg/dl. The customer stated that she woke up with low blood glucose levels. The customer attempted to walk, but lost consciousness. The customer stated that she is very brittle and her blood glucose levels are often erratic. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume displayed less units than the actual amount in the reservoir. The customer also stated that her doctor has recently adjusted her basal rates to prevent low blood glucose levels. Nothing further was reported.